Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the absence of an image occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image on the monitor screen. The issue was observed during preparation for use for a diagnostic hysteroscopy procedure. The patient was not under anesthesia and there was no procedural delay as the procedure was completed with the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation found there was no output under the sdi 2 channel due to a defective circuit board and the screen was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.